Event description:
Information was rec'd that reported a pt was hospitalized in 2008 due to an incident of hypoglycemia. The reporter stated, that the pt was traveling and she began to have "issues with hypoglycemia". She was hospitalized and treated. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.